Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt exhibited signs of hemolysis and was treated with tpa. The hemolysis resolved. Additional info provided indicated that the pt expired the following day due to sepsis, heart failure and cardio shock.

Manufacturer narrative:
While at the hospital reviewing historical records, the manufacturer's clinical rep determined that the event of (B)(6), 2011 had not been reported to the manufacturer. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Approximate age of device ¿ 108 days. A root cause for the reported event could not be determined through this evaluation as the device was not returned to the manufacturer for evaluation. Based on the manufacturer¿s clinical experience and similar reported incidents, hemolysis can be indicative of device thrombosis; however, the hospital communicated that the patient's hemolysis resolved after tissue plasminogen activator (tpa) was administered. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the patient's cause of death was multi-organ failure and sepsis. An autopsy was not requested and the facility does not feel a need to have the pump analyzed.